Manufacturer narrative:
(B)(4) date sent: 6/1/2016 batch # unk no lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: additional information requested: were there staples missing from the staple line? The doctor thought that one staple was missing from the staple line. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? No information. Were there any issues noted with staple formation or was the issue caused by patient factors (tissue quality)? No information.

Event description:
It was reported that during a laparoscopic lobectomy, small bleeding occurred from the staple line that a staple seemed to be lacked when the device was fired on the blood vessel. The amount of bleeding was unknown. Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m5692c. The analysis results showed that two vasecr35 cartridges reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.